Manufacturer narrative:
Somatics became aware of the complainant's allegations upon receipt of a lawsuit filing. Somatics received no specific information from the treating physicians, no hospital information, laboratory results or other objective information to corroborate the complainants' allegations that a person died over 3 ½ years after the last treatment. Therefore it is undetermined if a thymatron was involved in the treatments. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and a death many years later. Somatics maintains that the thymatron device did not cause or contribute to these injuries. In the 12/26/2018 ruling, the FDA itself declared that there is no documented proof that ect causes any brain damage. These events were reported to the company through legal channels which limits the company's ability to conduct a full investigation, accordingly, out of abundance of caution and to ensure full compliance with 21 cfr part 803, somatics is reporting this event based on the allegations that were made rather than because it reached any conclusion that the device caused or contributed to these injuries. It is not even determined if a thymatron device was even involved.

Event description:
Patient died about 3 1/2 years after the last treatment. There was no contact information of a hospital or doctor. It is not determined even if a thymatron was involved.